Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "acetabular revision without cement" written by tze-pui ng, mbchb, frcse (ortho), fhkam (ortho surg) and kwong-yuen chiu, mbbs, fhkam (ortho surg) published by the journal of arthroplasty vol. 18 no. 4 2003 was reviewed. The article's purpose is "to evaluate the results of cementless acetabular revision with hemispherical porous-coated cups." Data was compiled from 47 acetabular revisions (19 men and 21 women with average age performed between 1993 to 1997. The article does not identify the original implants with the exception of charnley stems (both old and newer models). The article indicates that metal hip balls were utilized in conjunction with the poly inserts during revision surgery so it is reasonable to assume all components were depuy. Depuy products utilized: duraloc cup, poly liner, metal head, screws (in cases of bone inadequacies for cup fixation). Adverse events: dislocations treated by revision, closed reduction and/or conservative management 1 dislocation attributed to cup mispositioning treated with revision (radiographic image figure 1). Nerve palsies post revision self recovered. Infections by revision and or excision arthroplasty.